Event description:
It was reported that the arm on the 6800 system would not hold in place. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The set screw was adjusted during the service call. The system was tested and found to be working as intended and put back into service.